Manufacturer narrative:
(B)(4). Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. Only a portion of the lens was returned (approximately half). The reported issue could not be verified in the returned lens sample. Manufacturing record review: a review of the records was performed. There were no discrepancies found during the review. No non- conformance reports were identified that were related to the mentioned complaint. The device manufacturing procedures were performed as required. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 19.0 diopter was explanted from a patient's left eye due to poor post-op refraction. There was no incision entanglement or sutures required. There were no patient consequences reported.

Manufacturer narrative:
Based on an update to the investigation this report is being filed to capture additional result codes and an additional conclusion code. (B)(4). All pertinent information available to abbott medical optics has been submitted.